Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported there was a problem with the atrial port setscrew at implant attempt. The device was not used. The device was later returned with a report of damaged atrial port setscrew. No patient complications were reported as a result of this event.